Event description:
Event description guidant received information that this during the implant procedure for this pacemaker, the patient experienced a pneumothorax halfway through the procedure. The pneumothorax was felt to be the result of the needle while gaining venous access. The patient was subsequently intubated.